Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The f-94 alarm was identified during functional testing. Visual inspection revealed a damaged battery harness and blown battery fuse. The cause of the condition was determined to be the damaged battery harness and blown battery fuse. To correct the condition, the battery harness and battery fuse were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.